Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Market received this information from (B)(6) on (B)(6) 2022. The customer reported the incident to (B)(6) through sentinel program. Patient put on cefm that was set for 3cm/min, staff unaware of this setting and have not been trained to interpret these tracings. Tracing was found to be abnormal and patient went to the or for a stat c/s for placental abruption.